Event description:
It was reported that an 8f angio-seal devices was deployed in the right groin without complications. The patient was discharged the same day. The patient was re-hospitalized in 12/00 due to an allergic reaction when the procedure leg swelled to twice the normal size. A vascular study showed no impedance in flow. The patient was given benadryl and soyamed and discharged on the next day on benadryl and prednisone. The pt is reportedly doing well.